Event description:
This lead was explanted due to noise. The associated ICD was explanted because it has only 50% battery left and the physician wanted to use a df4 device. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
On (B)(6) 2015 - this lead was capped, removed the explant date. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.